Event description:
Clinical study same case as MFR#6000089-2005-00310. It was reported that 10 months after a coronary artery drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. In 2004, the physician placed taxus express2 8.8% 3.0 x 32 mm drug eluting stent in a 3.0 mm, 95% stenosed, mildy calcified, mildly tortuos, mid right coronary artery (rca) lesion. The lesion was pre and post dilated. The physician then placed a taxus express2 8.8% 3.0 x 16 mm drug eluting stent in a 3.0 mm, 90% stenosed, mildly calcified, mildly tortuous, ostial proximal left anterior descending (lad) artery lesion. The lesion was pre and post dilated. The patient was discharged on plavix, asa, and lipitor a month later. In 2005, a moderate hypersensitivity skin reaction of localized purtiis, and swelling was experienced by patient. The patient was given diphenhydramine and decadron, the patient's asa was changed to enteric-coated asa. It is unknown if the reaction was drug,device or diagnostic agent related. The event was resolved eleven days later.